Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Right atrial lead failure caused atrial lead to switch to unipolar. Noise was observed on the atrial lead, beginning about 2 weeks after implant. Impedance and sensing amplitudes dropped. Ventricular lead failure occurred about a week later. Lead remains implanted.